Event description:
High pressure alarm with no kinks or blockages in the tubing. Spontaneous call (sn# (B)(4)). Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.